Manufacturer narrative:
The field service engineer observed the instrument on december 18, 2015. The fse found loose tubing leading to the probe wipe from valve 10 at the inline fitting. The fse trimmed tubing and reconnected back onto fitting resolving the leak and ran startup. Carryover, reproducibility and qc, all passed within specifications. Beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer initially reported rbc (red blood count) on qc was running out high on morning run on their coulter ac·t diff 2 analyzer. They customer opened the instrument door during troubleshooting and noticed approximately 5 ml of clear fluid in the bath area and on the countertop. The customer stated that they were wearing gloves, goggles, and labcoat, and that there was no exposure to any open wounds or mucous membranes. Patient samples were not affected. There was no death, injury, or change to patient treatment in connection with the reported event.